Event description:
A customer reported that the battery of the t: slim x2 pump would not charge and the screen remained dark. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to verify the pump was not connected to a power source and attempt a reset, which was unsuccessful. The customer was guided to connect the pump to a reliable power source using known functional charging supplies and was advised to leave the wall adapter plugged into a verified working outlet for at least 30 minutes to attempt charging. Upon follow-up pump did not begin charging connection not recognized. Caller does not have different charging supplies they can use. Cts sent replacement tandem wall adapter via two day shipping.